Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2008. It was reported that three weeks prior to the complaint, someone hugged her very hard and she felt a pop in her back. Following this event, she allegedly felt pain in her back and legs. The patient stated that she had not used stimulation for a while, but when she turned on stimulation and used her patient programmer, she experienced overstimulation. The patient turned off stimulation and has not turned it back on. No additional information is available at this time.